Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was shape of "clip that could not form appropriate formation?" Was malformed clip removed? What structure was device fired on? Was device fired on another clip or staple line? On which firing of device did issue occur? How was case completed? Was there any torquing or twisting of device while clip being applied to structure? Any resistance felt while firing device?

Event description:
It was reported that before an unknown procedure, while the surgeon prepared to apply the clip to the patient, the clip could not form the appropriate formation. Unknown how case was completed. There were no adverse consequences for the patient.